Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris texium male luer had leakage. The following information was provided by the initial reporter: leaking occurred at texium/smartsite port connection. Patient and employees were not harmed.

Manufacturer narrative:
Two samples of the 10012241-0500 texium connector was submitted connected to bd secondary infusion sets, product number 10014881. Additionally, they were connected to a bd primary infusion set, product number 11171447. Visual inspection of the samples did not indicate any damages or abnormalities. The samples were primed and the 10012241-0500 texium connector was connected to one of the smartsite y-sites in the bd primary infusion line. Leakage was seen coming from the connection location between the y-site smartsite of the bd primary infusion set and the texium connector on the secondary set. The customer complaint of leakage was confirmed. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 10012241-0500, lot number 25035507 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.